Manufacturer narrative:
Continuation of medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for impedance out of range. Interrogation shows steady climb in impedance before the sudden jump in impedance. Isometrics and pocket manipulations were performed to reproduce the high impedance but to no avail. The physician was informed of the issue. The lead remains in use. No patient complications have been reported as a result of this event.